Event description:
It was reported to philips that the equipment got freeze when turning on. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during cardiac arrhythmia procedure. The procedure was delayed and later completed by restarting the system. It was reported to philips that equipment is jammed when restarting. Review of the log files shows ¿isb" and "ipb¿ malfunction, cause is ¿invalid isb response" and "ipb not found¿. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and replaced the hard disk but it did not resolve the issue. On further troubleshooting the fse found issue with the image processor board (ipb) and image storage board (isb) and replaced ipb and isb in the m-cabinet and performed required calibrations and adjustments. After replacement also equipment still freezes intermittently and ipb and isb boards do not respond. To resolve the issue, fse ordered and replaced video cable and image disk cables. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If exposure issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A x-ray tube defective issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.